Event description:
New information received states that fracture issue was observed during the procedure. The lead was explanted, and a new lead was implanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-14860. It was reported that high impedance issue was observed on the contacts of the leads. Programming changes were attempted. A surgical intervention is anticipated in the near future. No additional information is available at this time. It is unknown which lead had the high impedance issue was observed therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.